Event description:
Unomedical reference number (B)(4). Event occurred in the sweden on 22-apr-2024, it was reported that patient faced an infusion set tape was not sticking event. Patient reported that tape is not very sticky. The infusion set fall off after 1 day. No further information available.